Manufacturer narrative:
At the conclusion of the failure analysis investigation the reported leaking event was confirmed. Detailed analysis of the handle assembly revealed the saline sheath to be separated from the glue plug. The proximal saline sheath separation site did not show signs of tensile or impact damage. Further analysis of the nose cone assembly revealed a manufacturing issue; the saline sheath material was not positioned properly. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cs ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(6).

Event description:
Fluid leaked from the handle and saline tubing of the diamondback peripheral orbital atherectomy device (oad) during device preparation. The saline did not flow out of the tip of the oad. A second oad was used to complete the procedure, and there were no patient complications. The patient was well following the procedure.